Manufacturer narrative:
A siemens technical solutions center specialist evaluated the instrument data and did not find an instrument malfunction. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample probe and ran precision, which resulted within specifications. The customer also replaced reagent probe 1 and a new glucose reagent cartridge was loaded onto the instrument. The cause of the discordant, falsely low calcium result and the imprecise glucose results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted higher. The rerun result was reported to the physician(s). Four days later, the operator observed imprecision on a glucose sample. The sample was run eight times and three of the results were flagged. After loading a new reagent cartridge onto the system, the sample was run and the result closely matched the previous results that had not been flagged. It is unknown if the glucose sample was a quality control or a patient sample. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result and the imprecision of the glucose results.